Manufacturer narrative:
(B)(4). Batch n57m4x, the batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch. (B)(6). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that the staples malformed during an unknown surgery after being fired with a sc45a. An incomplete cut line with malformed staples e.g irregular shape. Suture and hemolok were used to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Batch # n57m4x. Product investigation: the analysis results showed that one ecr45w cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.